Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 she activated a new pod and her blood glucose and insulin history is as follows: at 2:28 pm the pod was deactivated. She could smell and feel insulin on the adhesive pad. She believes the cannula may have pulled out of the infusion site.